Event description:
This is a spontaneous report by a nurse from the USA of peritonitis regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On (B)(6)2010, the patient was hospitalized due to the peritonitis. On an unreported date in 2010, a peritoneal effluent culture was performed which was positive for candida albicans. It was unknown whether the patient received remedial treatment. On unreported dates in 2010, the patient was discharged from the hospital, pd therapy was withdrawn, and the patient was transferred to hemodialysis. At the time of reporting, the patient was recovering from the event of peritonitis with culture positive for candida albicans. Medical history included end stage renal disease (esrd), hypertension, and pneumonia. Per the nurse, the event of peritonitis was not related to pd therapy but was caused by an airborne yeast.

Manufacturer narrative:
(B)(4).the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding system error 2240, which occurred on the homechoice (hc) during dwell 2/4. The home patient (hp) stated he did not press the stop button before disconnecting from the hc. The hp reconnected after the system error occurred. The hp was advised to start over with new supplies. The sample was discarded and the lot number was unknown. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4).

Event description:
The facility representative reported to baxter, a colleague infusion pump on (B)(6) 2010, turns off by itself (se paga sola) while in the trauma unit. The event was reported to have occurred during programming/set-up on an unknown date. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. The software version of this device is currently unknown. No additional information or contact was available.

Manufacturer narrative:
(B)(4). The device will be repaired onsite. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The field corrective action number was inadvertently omitted in the follow-up medwatch report, 6000001-2010-00384 003. (B)(4).

Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 163,753 joules. No pt injury was reported. This report was not considered a complaint, therefore, an analysis was not performed.